Manufacturer narrative:
Device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024, the patient's infusion set fell off during use and the blood glucose level was 450 mg/dl. The infusion set had been used for about a day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.